Manufacturer narrative:
Additional information: unique device identification(UDI) and manufacture date provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification(UDI) not available. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that there was a stripped screw on the spinous process clamp. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: device lot number provided. The spine clamp was returned to the manufacturer for analysis. The clamp was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.